Manufacturer narrative:
Event date: approximate. Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial/lot #: (B)(4), ubd: 04-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease, movement disorders, and dbs therapy indications. It was reported that their ins was replaced because it was defective. They clarified that the implant site was swelling. They also said they had an infection and so the ins was taken out. No further complications were reported or anticipated with this event.